Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the reported event. Abbott technical support was contacted and recommended lead revision, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was later explanted and replaced to resolve the event. The patient was in stable condition.